Manufacturer narrative:
This lead will not be returned thus no analysis will be conducted. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to an infection.